Event description:
It was reported that after attempting to deploy mynx closure device, vessel oozed and actively bled. Manual pressure was applied, and device was removed. After hemostasis was achieved, device was inspected and sealant was not observed in device. All steps were followed properly for sheath and device preparation and deployment. Patient remained in cardiac cath lab recovery for six hours post observation.